Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed cable was observed on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken at the proximal end of the instrument. The housing was removed to find the grip cable broken at the clamping pulley. The pulley did not exhibit any wear. Failure analysis also found the following: the instrument's grip cable was derailed. The grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and the cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. The instrument's clamping pulley exhibited orange colored residue. Failure analysis concluded that the orange residue was likely due to improper cleaning. The instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.